Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 00014 concomitant medical products: porous femoral component, cat: 00595201401, lot: 11008142. The reported event is confirmed. The visual inspection of the returned articular surface found wear on the left lip and the middle of the implant. Metallic particles were found embedded in the articular surface. The dovetail was found flared out. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Material analysis of the debris embedded in the articular surface confirmed it was cocrmo, which is consistent with the fiber metal material. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a left knee revision procedure approximately four years post implantation due to femoral loosening. It was noted that the porous coating was peeling off of the femoral component. The femoral component and articulating surface were removed and replaced. The articular surface was noted to have wear on it.